Manufacturer narrative:
H3: the psu (power supply unit) was returned to the manufacturer for analysis. After visual examination, no apparent physical damage was noted. The returned psu powered up on the test bench without the amber fault light on. A check of the event log showed a long history of intermittent low illuminator current dating back to (B)(6) 2018. The psu also failed an accuracy test (aak) at 1.28 mm with a passing threshold of (B)(4) . This psu has not been previously returned for a failure. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:: information references the main component of the system. Other relevant device(s) are: product ID: 9733437, lot #: p713586,ubd: unknown, UDI #: unknown. The returned psu powered up on the test bench without the fault light on. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at .41 mm with a passing threshold of .35 mm. Previously reported codes 10, 120, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: unknown, a medtronic representative went to the site to test the equipment. It was reported that the power supply unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during registration, recognition of the pointer suddenly became unstable. After this, all the other instruments were found to be unstable. The right side of the camera led was lit up orange. The case was completed. There was no patient harm and the procedure was not delayed over an hour. Additional information received. The operation was completed while moving the power supply unit (psu) closer and changing the angle. No improvement was noted with troubleshooting even though replacing the passive marker, and the navigation was used as it was. Although the cause is unknown, it is considered to be time-related deterioration.